Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, brown particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken and opening, striated opening and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken and opening on posterior assessed as an unidentified (tear) opening. A striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Patient reported left side device rupture, and "breast shape strange." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side device rupture, and "breast shape strange." The device has been explanted.